Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved (ultrapro mesh) caused and/or contributed to the adverse events described in the article. If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used (ultrapro mesh)?

Event description:
It was reported in a journal article that the patient underwent a totally extraperitoneal /tep laparoscopic hernia repair with mechanical fixation procedure on unknown date between (B)(6) 1996 and (B)(6) 2008 and the mesh was implanted. Following the procedure, the patient possibly experienced seroma requiring ultrasound guided aspiration, hematoma resolved spontaneously, urinary retention, recurrence possibly from a previous indirect hernia and treated laparoscopically via tapp approach. It was possible that the patient experienced pain but not required oral narcotics at their first postoperative visit. Additional information has been requested.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.